Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® 4, 5, 6mm(d) implant driver tip - short (iipdts) was returned for investigation . The unknown implant was neither returned or identified. Visual inspection of the as returned product identified wear about the implant engaging surfaces of the driver. The o-ring is pressed slightly inward. Functional testing was performed for the returned product and it was determined the driver assembled with mating implants, however did not retain properly, dropping the implant to the floor when tested. The specific reported complaint was not recreated, but the driver was noted to have malfunctioned. The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: instsm rev e 08/18; no-touch tm delivery of certain® internal & external hex connection tapered implants. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the iipdts dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complainant reported that the drivers got stuck with the implant during a surgery and did not disengage. Doctor tried with the two drivers and finally changed to a new driver and could finish the procedure. The reported complaint could not be confirmed. However, a non-reported malfunction with the driver was found as it could not retain the tested implant. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report d10: device available for evaluation change ¿no' to 'yes' g2: office contact - manufacturing site g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the driver (iipdts) would not disengage from the implant.